Event description:
It was reported that during an unknown procedure, it was observed that the stapler was stuck on the cystic duct/cystic artery during the firing process. Stapler was stuck and locked out. Staff following lockout protocol and specific troubleshooting steps. Nothing was working, so surgeon had to clip and cut to maintain stability of artery. No delay or patient harm was reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 3/31/2026. D4: batch #unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/12/2026. D4: batch #727d44. Updated data: d4 (expiration date), h4. Corrected data: d4 (UDI). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec45a device was received with a broken closure trigger and one gst45w reload loaded, which appears to be partially fired. The jaws were received in a closed position with tissue present between them. The knife advanced and buckled condition, which prevented retraction. Due to the condition of the device, no functional testing was performed. The event reported was confirmed and it is related to improper use of the device. The damage on the device, it is possible that that the device was clamped over an excess of tissue or a hard object, resulting in the damage to the closure trigger handle. Also, if the firing continues the knife will buckle, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the anvil. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 727d44, and no non-conformances were identified.